Event description:
The pt reported charging issues between the implant and the external equipment. It was reported that bipolar electrocautery was used during a lead revision procedure in 2006. The pt will be implanted with a new advanced bionics spinal cord stimulator.